Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that the central station had no sound.. No adverse event involving patient or user was reported.